Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: brand name: micra < model #: mc1avr1-delsys / expiration date: 28-11-2021/ serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR? No, device mfg date: 02-07-2020, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), cardiac perforation and tamponade were observed. Pericardiocentesis was performed. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.